Event description:
This is a report of a colleague infusion pump with a display issue, which could have caused an interruption of delivery. It is unknown when the reported condition occurred, however, it occurred in the biomedical service ward. There was no patient involvement, injury or medical intervention. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation, a follow up medwatch will be submitted (B)(4).

Manufacturer narrative:
(B)(4). This information was incorrect in the initial medwatch.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of a duplicate screen was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to a defective main display. The main display was replaced to correct this condition.